Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the alarm was occurring frequently. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement tests. All currents were within specified ranges. No unexpected low battery life or low battery alerts were noted during testing. However, confirmed power error detected due to j6 connector resistance issue. The middle (enter) keypad button is cracked.